Event description:
Pt was admitted with unstable angina with severe obstruction of the mid portion and mid/distal portion of the left anterior descending. They underwent diagnostic catheterization and then had elective stent implantation in the 60-70% lesions in the mid lad with a 3.0 x 16mm taxus drug-eluting stent. Following the placement of the stent there was evidence of essentially no-flow into the lad. This was felt to be related to incomplete treatment of the more distal disease therefore a second taxus express stent -2.5x20mm- was placed in the more distal lesion. Following this there was still persistent timi o flow into the lad. A third non drug-eluting express bare stent was placed distal to this with still no resolution of the lack of flow. The clinical diagnosis was that of a partial stent thrombosis of the taxus and express stent. The pt tolerated this occlusion reasonably well with minimum symptoms -in part because of prior mi in the anterior distribution-. They did develop some st segment changes and evidence of non-q wave myocardial infarction with elevation with a four-fold increase in their cpk-mb from 2% to 8.8% on the morning following their intervention. The pt had an otherwise uneventful recovery from the heart attack and was able to be discharged. Reporter believes that this does not represent a serious adverse device related event from the express taxus stent and is most likely related to a partial or complete stent thrombosis.